Manufacturer narrative:
Batch review performed on 24 september 2019: lot 071205: 14 items manufactured and released on 06-jul-2007. Expiration date: 2012-05-31. No anomalies found related to the problem. To date, 12 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director. Hip revision surgery performed 10 years after cementless double-mobility total hip arthroplasty. The pre-revision xray shows a proximal femur significantly osteoporotic - but this may be the result of osteolytic activity that could have been triggered by polyethylene wear over the ten years of active service of this implant. 10 years of active service corresponds to what many literature articles describe as the life expectancy of a standard pe insert. The low quality xray image does not allow even a tentative wear evaluation. Analysis of the explanted liner could indicate if abnormal wear took place. Preliminary investigation performed by r&d project manager. Preliminary investigation performed on (B)(6) 2019. From the received image it is not possible to determine the root cause of the event: the image shows the double mobility liner just explanted. Further analysis can be performed once received the parts.

Event description:
Revision surgery performed after 10 years and 2 months from the primary due to pain caused by a loose stem. The surgeon revised the stem, head and liner successfully. The reason for loosening is unknown.